Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing of p waves during non-sustained ventricular tachycardia, observed during recorded episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.